Event description:
It was reported that "buttons on pump unresponsive". There was no reported adverse impact to the customer. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.